Event description:
The customer called to report a no delivery alarm during normal use. The customer also stated that she was hospitalized due to a high blood glucose reading of 732 mg/dl. The customer stated that the cannula was bent when she removed the infusion set, but the insulin pump never gave a no delivery alarm. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.